Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient on a soccer field, (age unknown) the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and our evaluation found a faulty connector on the lcd interface board. It's important to mention that our investigation found that the device's activity log shows that the device was in a red x condition for approximately 5 months prior to the customer report. The investigation is being closed as user error since the device was in a red x state prior to the event. The device would have displayed a red x and beeped, initially, for a period leading the first configured self-test and then at each configured self-test there after. Analysis for reports of this type has not identified an increase in trend.